Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation cook was notified that a wire guide became "deformed" within the cook thal quick chest tube catheter during a procedure. The cook thal quick chest tube was being placed for chest drainage due a pleural effusion. No difficulty was experienced with advancement of the wire guide. The wire guide was inserted through the needle, but the needle was removed before the introduction of the dilator and the drain. However, the wire guide was not able to be removed independently. Therefore, the cook thal quick chest tube and the wire guide were required to be removed together. A new device was required to complete the procedure. The device was returned to cook for investigation. At that time, it was determined that the wire guide had unraveled, thus prompting this report. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), drawings, specifications, and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Cook received one used wire guide. The safety wire was found to be broken. The wire guide was noted to be unraveling 39.5cm from the proximal end. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one possibly relevant nonconformance in which all non-conforming devices were scrapped. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use with the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding. Note: it is important to advance the chest tube assembly into the pleural space in the same line as the wire guide. This will make introduction easier and avoid kinking of the wire guide. Note: the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide. Remove the wire guide and chest tube inserter leaving the chest tube in place.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be component failure unrelated to any manufacturing or design deficiencies. It is possible that the multiple components being advanced over the wire guide caused the damage; however, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). G4: exempt. H3: device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a wire guide became "deformed" within the cook thal quick chest tube catheter during a procedure. The cook thal quick chest tube was being placed for chest drainage due a pleural effusion. No difficulty was experienced with advancement of the wire guide. The wire guide was inserted through the needle, but the needle was removed before the introduction of the dilator and the drain. However, the wire guide was not able to be removed independently. Therefore, the cook thal quick chest tube and the wire guide were required to be removed together. A new device was required to complete the procedure. The device was returned to cook for investigation. At that time, it was determined that the wire guide had unraveled, thus prompting this report.